Manufacturer narrative:
Manufacturer' investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of altered mental status could not conclusively be established through this evaluation. Additionally, an analysis of the log files provided by the account confirmed a pump stop event associated with the disconnection of the driveline. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. On (B)(6) 2021, the driveline was disconnected, resulting in a pump stop. Corresponding low flow, driveline disconnect, and left ventricular assist device (lvad) off alarms were active during the event. Once the driveline was reconnected, the pump ramped back up to the set speed without issue. The pump appeared to operate as intended throughout the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 lvas. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them and warn that disconnecting the driveline from the system controller will result in a loss of pump function. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency) and states that both the patient and primary caregiver must be able to repeatedly demonstrate ability to successfully complete connection of a driveline to the pocket controller in a timely manner. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jul2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a brief pump stop on (B)(6) 2021. It was suspected that the patient may have disconnected the driveline while having altered mental status. The log file review captured a driveline disconnect that was then reconnected 7 second later. It appeared that the driveline was intentionally disconnected. The pump appeared to be functioning as intended. The patient was currently stable and the mental status had improved. There had been no further driveline disconnects and the patient was progressing as expected.